Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation-no defect found. Most likely underlying root cause: mlc-062: user had poor technique note: manufacturer contacted customer in a follow-up call on manufacturer contacted customer in a follow-up call on 23-feb-2021 to ensure the replacement test strips resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back test results reported of 236, 256, 392 and 128 mg/dl; customer stated the tests were performed within five minutes of each other and fasting/non-fasting status was not disclosed. Customer did not have all the products at the time of the call and was unable to provide meter information. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer got frustrated with the troubleshooting process and disconnected the call; no further information was able to be obtained. Customer was contacted the next day in effort to obtain further details. Customer declined replacement of meter. Test strips were sent to customer who agreed to return the alleged defective test strips. The meter memory was not reviewed for previous test result history.